Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the device log file was provided. The customer's report was observed during review of the device log files. However, without receipt of the device, component root cause analysis could not be established using the logs alone. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device was unable to obtain an ECG signal via pads. Complainant indicated that there was no patient involvement in the reported malfunction.